Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and oversensing were observed. The noise was observed when the patient was exercising. Review of the egm revealed muscular myopotentials. No programming changes were made or required. This event had no effect on the patient.